Manufacturer narrative:
It was not possible for a leica biosystems representative(s) to evaluate the operation and function of the instrument because the complainant was not willing to provide instrument logs or allow further follow-up. However, the complainant did not report any problem with the operation and function of the instrument to leica biosystems in relation to this event. On 16 july 2020, leica field service engineer received information from the laboratory manager that: "the processing issues have been resolved and were caused by operator error". Based on the information provided by the complainant, the root cause of the sub-optimal tissue processing was a use error, which occurred when replacing a reagent(s). The leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The leica product application specialist vic/ anz pathology (pas) received a complaint by telephone that tissue samples which had been processed using peloris rapid tissue processor serial number (B)(4) were "mushy". The pas documented the following statement from the complainant in relation to this event: "they know why it was mushy and that it was user error to do with reagents. She stated that they tried to reprocess the tissue by hand and were unsuccessful. She refused logs or further follow-up, but requested I assist with creating a reprocessing schedule on their peloris." On (B)(6) 2020, the leica product application specialist vic/ anz pathology documented the following statement in relation to this event: "she refused logs or further follow-up". As at (B)(6) 2020, no adverse impact to a patient(s) has been reported to the manufacturer.